Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented at the hospital for a pocket revision. During the revision, the patient's right ventricular (rv) lead and right atrial (ra) lead had out of range impedance alerts triggered. Follow up was conducted and the reason for the pocket revision was unknown. No reprogramming of the leads was done. Both leads and the device are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented at the hospital for a pocket revision. Follow up was conducted and the reason for the pocket revision was unknown. The device is still in use. No patient complications have been reported as a result of this event.